Manufacturer narrative:
The device was received fully deployed with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. During investigation, the exposed portion of the soft cannula was found to be kinked. The kink in the soft cannula did not prevent fluid from flowing through the entire fluid path. It could not be determined when or how this damage occurred. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.